Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted to treat a pancreatic pseudocyst with a necrotic collection during a pseudocyst drainage procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician examined the stent placement site with endoscopic ultrasound (eus) doppler, and successfully deployed the axios stent into the desired position. However, immediately after the stent was placed, the patient began bleeding. The physician reported that the source of the bleed was a pseudoaneurysm inside the pseudocyst. The patient was sent to interventional radiology (ir) and the bleed was treated with an embolization coil. The axios stent remains implanted in the patient and is treating the patient's pancreatic collection. There were no further patient complications reported as a result of this event. It was reported that the patient is doing well and the physician is intending to perform a follow-up debridement through the stent.